Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the ceramic tip is missing from the device. The tip was not returned. The reported condition was confirmed. The investigation found the ceramic tip was missing on the returned device. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during liver ablation, they first discovered that the tip was broken when they pulled out the antenna, there was no error message on the display during the procedure, and the tip of the antenna remained inside the liver in the fourth lesion. Patient is feeling well with no complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the tip of the antenna broke and remained inside the patient.